Manufacturer narrative:
Joerns representative went on-site to perform a visual inspection only.

Event description:
It was reported to the manufacturer by the end user, per the end user, "we had a customer using an hml400 lift (B)(4) , that was injured, (emt's called/no hospital admission), when a weld broke on the leg of the lift during a transfer. The customer weight shows at (B)(6) , so they were well within the weight capacity." The patient sustained a cut on the forehead and possible broken nose. Emt's came to the home but patient refused to go to the hospital. (B)(4) and (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.